Event description:
The customer reported via phone call that they had needle anomaly with their sensor. The customer reported opening their sensor and the needle was detached. Customer's blood glucose was unknown. The sensor will be returned for analysis and replaced.

Manufacturer narrative:
One opened and used reservoir was inspected and the introducer needle was inspected for burrs and hooks and dull needle tip defects and none were found. The introducer needle passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.